Event description:
It was reported that during device change-out for normal eri, an insulation anomaly was observed. The physician decided to repair the damage and allow the lead to remain active. No noise or abnormal lead measurements were noted on the lead. The patient was stable before, during, and after the procedure.